Manufacturer narrative:
After stent deployment, a 6mmx4cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated for post-dilatation; however it ruptured at ten atmospheres (10 atm). Therefore, it was replaced with a new balloon catheter and the procedure was successfully completed. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17535989 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
After stent deployment, a 6mm4cm155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter delivered to the lesion and inflated for post-dilatation ruptured at 10 atmospheres (atm).  Therefore, it was replaced with a new balloon catheter and the procedure was successfully completed.  There was no reported patient injury. The device will not be returned for analysis.  The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.  Additional procedural details were requested but are unknown.